Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced atrial fibrillation and that the device was explanted and replaced due to mechanical complications. No further information.

Manufacturer narrative:
The device was tested on the bench and no anomaly was found.